Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2013. During the same surgery a new sleeper was placed. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the patient experienced a lack of osseointegration (date not reported) resulting in fixture loss. The device is currently unavailable for analysis as of the date of this report, (B)(4) 2013.